Event description:
Edwards received notification from the etv clinical trial that a patient with a 9600tfx 23mm valve, was seen for 3-year follow up visit and complained of significant fatigue and dyspnea on exertion. Tte demonstrated continued moderate aortic regurgitation. The patient is being worked up in preparation for either a transcatheter aortic viv or transcatheter paravalvular leak closure.

Manufacturer narrative:
The investigation is in progress. A supplemental will be submitted upon completion. Remains implanted.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5 and h6.

Event description:
Edwards received notification from a clinical trial that a patient with a 9600tfx 23mm valve, was seen for 3-year follow up visit and complained of significant fatigue and doe. Tte demonstrated continued moderate to severe paravalvular regurgitation. The physician ordered a cardiac cat and tee in preparation for either a transcatheter aortic viv or transcatheter paravalvular leak closure.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. As reported, 3 years and 4 months post implant, the patient had progressive and persistent fatigue. The patient underwent a bav procedure to resolve the moderate perivalvular leak with a 22 mm true balloon but this leak was unresolved. It was elected to place a 2nd 23 mm sapien 3 valve more ventricular to the first. The leak was trace to none at the end of the procedure. The patient tolerated the procedure well and was headed to recovery now and expected hospital discharge the next day.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint paravalvular leak was confirmed based on the medical report. A review of the DHR and lot history review did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As reported, ''echo 3 years and 1 month showed moderate to severe pvl. Mean gradient 8.3mmhg. Ava 1.5cm2. No significant change from previous study''. Due to limited information, and unavailability of relevant imagery, a definitive root cause was unable to be determined at this time. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.